Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable, x-ray, ps1 and ps2 power supplies, and collimator and tube covers were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9900 system intermittently locks up. No pt injury was reported.